Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error is not confirmed because no samples were returned to baxter and the user did not describe any types of use errors that might have caused potential contamination. A root cause was not identified. A batch review was performed for potentially associated lot numbers gd884452 and gd886028 with no issues detected during the manufacturing process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report from a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal (unspecified) therapy. On an unreported date, the patient began treatment with dianeal 1.5 low calcium, dianeal 2.5 low calcium, and dianeal 4.25 low calcium (doses, frequencies, and lot numbers, not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter technical service (bts) regarding assistance with the homechoice device for an unrelated issue, the home patient (hp) stated he has peritonitis. The technical service representative (tsr) assisted as requested, and no further information regarding the peritonitis was provided at the time of the initial call. On (B)(6) 2012 baxter product surveillance followed up with a peritoneal dialysis nurse (pdn) and received the following additional information. The pdn stated that the hp recovered completely from the peritonitis event. The pdn reported the patient is still a patient at their clinic, is doing fine, and his pd therapy is currently ongoing. Per the pdn the cause of the peritonitis is unknown and she was not aware of any type of product problem that could be associated with the event. The pdn declined any further information. There was no allegation against a baxter device or solution.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.